Event description:
"As per cc form": we tried to release the prothesis, but nothing happened. We heard something break. Impossible to release the stent. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. What was the target location? I don¿t know 2. What was the diameter of the wire guide used? I don¿t know 3. What endoscope channel size was used? I don¿t know 5. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? No 6. If altered please indicate the procedure type (e.g. Cholodochojejunostomy) 7. Were any other defects (other than the complaint issue) observed on the delivery system (e.g. Kinks) prior to return? No a. If yes, please specify what additional defect(s) were observed and where on the device this was observed: 8. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? No 1. Was resistance encountered when advancing the delivery system to the target location? No a. If resistance was felt how did the physician deal with the resistance encountered? 3. Was pre-dilation / post-dilation performed? I don¿t know 4. What was the position of the elevator during advancement/deployment/removal? I don¿t know. Will the device be returned? Yes are there images of the procedure available? No

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number: c2218846 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c2218846. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to difficult patient anatomy or device handling. Should the patient's anatomy have been torturous/difficult it may have caused or contributed to compressive forces being placed on the device by the vessel, while advancing or during attempted deployment this compressive force could have caused the user to encounter resistance/difficulty thus resulting in a build up of pressure within the device. This build p of pressure may have resulted in user having to employ the use of force in the attempt to deploy the stent. This force could have resulted in the device breakage as reported by the initial complaint. As per complaint description 'we heard something break'. Additionally, a possible root cause could be attributed to device handle handling, it¿s possible that the device became damaged during device preparation or insertion into the scope. Unfortunately, as no images were provided, a device was not returned for evaluation, nor was any additional information received, these are just possible root causes. Should the device be returned or any add info be available at a later date the file can be updated accordingly. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x prior to use device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
A supplemental report is being submitted due to completion of the investigation on 02-jul-2025.